Event description:
I had a hysterectomy in (B)(6) of 2013. My doctor informed me one of the essure metal coils was "floating around" (had come loose) inside me. He didn't know what it was until he removed it.